Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, fuse f600 was covered in glue and ripped form the computer/analog (c/a) board. Excess glue had created a glue joint that adhered the f600 to the table board. The damaged f600 was likely caused by a physical impact which pulled the table board slightly from the c/a board. When the board was pulled, the glue joint remained attached to the table board and pulled the fuse from the c/a board. The cause of the excess glue was likely an assembly error. The root cause of the physical impact was unable to be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. Upon servicing, monitor sn (B)(4) was unable to power on. The last pt to use the monitor did not report any deficiencies.